Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that worn instrument was returned and found to be fractured. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned tasp exhibits signs of repeated use and is fractured on the lateral side of the post feature. All pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause was determined to be associated with the design of the device and was subsequently redesigned. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.